Event description:
The facility reports the pt was seated on the chair unit in the bath. The care assistant started to raise the hoist out of the bath when the chair and the pt suddenly toppled forward back into the bath. No reported injuries.